Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 426 mg/dl at the time of incident. The customer was treated with syringe and insulin pump. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer also stated that insulin pump had insulin flow block alarm. Customer states the insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.